Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer failed to print qr codes. The issue was not identified until paper replacement was attempted, and the printer had reportedly been out of paper since. Additionally, the event console had a significant backlog that could not be deleted. The printer continued to fail to print qr codes after the issue was identified. There were no delay or adverse events or injuries reported based on this event.